Event description:
Ous MDR - after dilatation it was intended to withdrawal the balloon. A slight resistance was noted. After trying to deflate again a second attempt of withdrawal was made whereby the balloon tore apart. It was retrieved completely.

Manufacturer narrative:
Only the distal fragment of the complaint instrument was returned and was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Further, the provided angiographic material was reviewed. The tip of the introducer is damaged and the inner shaft of the complaint instrument has fractured 2 mm proximal to the proximal x-ray marker. The outer shaft has ruptured at the balloon weld and furthermore the balloon has been pulled in distal direction and folded over the tip of the device. The angiographic images were reviewed and confirmed that no balloon fragments remained inside the patient but they did not contain any additional information regarding the complaint event. Review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. The difficulties to withdraw the balloon into the introducer sheath thus occurred most probably due to a incorrect deflation time. The device shaft fractured as a result of tensile overload during the attempt to pull the balloon into the sheath.